Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the centralizer migrated away from the distal stem, one month after being implanted. Revision surgery is not planned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Radiologist review of the x-rays noted it was possible that the centralizer was loosely attached to the femoral stem, causing it to become askew as the stem advanced within the canal. The radiologist also reported that the centralizer may have been asymmetrically attached to the femoral stem prior to implantation, causing it to become askew as the stem advanced within the canal. "Based on x-ray, chosen centralizer may be small, increasing likelihood of it rotating within canal. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.